Event description:
A discordant, falsely elevated vitamin d (vit d) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was tested on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse discovered faulty wash 1 bubble detect sensors. The cse replaced the sensors and primed the system. Vit d was calibrated and quality controls were run, resulting within range. The cause of the discordant, falsely elevated vit d result is faulty wash 1 bubble detect sensors. The instrument is performing according to specifications. No further evaluation of the device is required.